Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation is a non-healthcare professional. (B)(4).

Event description:
The patient underwent a left knee revision due to possible deep infection, pain, and a migrated and loose tibial tray at both the cement to implant interface and bone to cement interface. The patient did have cellulitis prior to the revision operation, however all work-up for a deep infection were negative. The surgeon removed all components and implanted antibiotic spacer. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2016; dor: (B)(6) 2016; left knee.